Event description:
A remedial action has been initiated to provide recommendations to the customer for product in the field. Abbott point of care inc. (Apoc) has determined that I-stat® g3+ cartridges from cartridge lot n13183 have the potential to exhibit incorrectly elevated pco2 and depressed ph results. Abbott point of care has determined that individual data points associated with this cartridge lot have the potential to exhibit incorrectly elevated pco2 and depressed ph results. Internal studies have demonstrated that pco2 results can be elevated by 10 to 25 mmhg, ph results can be depressed by 0.10 to 0.15.

Manufacturer narrative:
Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration. (B)(4).